Event description:
Additional information received 03nov2023: the device was tested prior to use in an uncoiled position. It was not attempted to open prior to removal from the plastic tray. A laser was not used at the same time as the device.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time.¿a follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: it was reported that the basket of an ngage nitinol stone extractor was difficult to open prior to a rirs (retrograde intrarenal surgery) for an unknown patient. The device was tested prior to use in an uncoiled position. It was not attempted to open prior to removal from the plastic tray. A laser was not used at the same time as the device. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device were conducted. A document based investigation was also performed including a review of, complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures. One ngage nitinol stone extractor was returned in an opened package. The basket sheath was closed in the shipping tray with the handle outside of the tray. A curve was observed in the support sheath, and the handle could not actuate the basket. The handle was disassembled and could not manually actuate the basket. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows six other complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification. Cook also reviewed product labeling. The instructions for use (IFU), does not provide any information related to the reported issue. The returned device was found to have a basket that would not open. The issue has been identified as being with the basket assembly, which is a supplied component. A supplier corrective action request and a corrective and preventative action (CAPA) were created to address the issue. A field action assessment was performed, and it was determined that no field action was necessary. The cause for the issue has not yet been determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the basket of an ngage nitinol stone extractor was difficult to open prior to a rirs (retrograde intrarenal surgery) for an unknown patient. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.

Manufacturer narrative:
E1- customer (person): (B)(6). Phone: (B)(6). G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.